Manufacturer narrative:
Corrected field: h11. After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2025-0002561. Please refer to mfg report number 2249723-2025-0002561 for all information for this complaint event. Please cancel this mfg report in your database.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel mfg report number- 2249723-2025-0001805 in your database.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that a cardiosave intra-aortic balloon pump (iabp), a cvicu rn, called for assistance with a screen issue on a cardiosave. The pump was rebooted and the screen was working fine with no issues. There was no patient harm or injury reported.

Manufacturer narrative:
"After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2025-0002561. Please refer to mfg report number 2249723-2025-0002561 for all information for this complaint event. Please cancel mfg report number 2249723-2025-0001805 in your database."